Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The stapler was being used for the second firing on the stomach. After pressing the green button, the surgeon was not able to squeeze the handle and deploy the staples. The stapler was not able to fire. The surgeon tried a new reload, but the same thing happened. In order to resolve the issue and complete the case, used a new handle and a new reload. There was no patient harm. The patient status is alive, no injury.